Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the nr1b scanner was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the fse replaced the scanner cable, and the system operated normally after the repair. During dchu visual inspection the kit, cbl 14 ft 10 pin modular to usb3 (p/n 138512 01) was received in good condition with no signs of physical damage. During dchu testing: the cable failed continuity testing using the usb cable tester (tc nt3). Pin 3 showed intermittent loss of continuity, indicating damage or severe internal wires issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by no continuity on pin 3 which affected the scanners functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a scanner was not working. The customer stated that this malfunction caused a delay to the patient care. As per part investigation, it was determined that no continuity on pin 3 which affected the scanner¿s functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed. A field service engineer unplugged the scanner cable and replaced with new universal serial bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a scanner was not working. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.